Event description:
Nova eye, inc. Was advised (by the surgeon) that following 360 degree canaloplasty with itrack advance, and upon retraction and vasodilation with ovd, a peripheral descemet's detachment was identified. The surgeon made a peripheral corneal cut down to aspirate the trapped ovd. The decemet's detachment was treated by leaving air bubble in the eye. The surgeon reported the descemet attached on pod1 and pow1 without any debris in the descemet stroma interface and expected corneal edema improving.

Manufacturer narrative:
Based on documented observations made by the surgeon, the manufacturer's investigation concluded that the anterior chamber may not have been sufficiently pressurized prior to performing canaloplasty. The ovd delivered by the itrack advance during vasodilation, may have entered between the stroma and descemet's tissue, causing the descemet's detachment. The surgeon indicated that additional ovd (vasodilation) was delivered after the descemet's detachment was first noticed, which may have worsened the descemet's detachment, allowing it to encroach on the visual field.